Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 306574 and lot number 3039181. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation, two (2) pictures were provided for this lot and the reported label issue. Through examination of the pictures, a shelf carton was observed with defective barcode printing, which could affect the readability. Shelf cartons are all inspected for barcode readability with the manufacturing process and any unreadable shelf carton is rejected. Although the barcode printing is defective in the pictures, it should have been readable based on the rejection system. 1d barcodes only need a complete line for readability, so although it is poorly printed it was most likely readable and therefore packaged. The defective printing most likely resulted from a worn or dirty printing head. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. To aid in the investigation, one (1) picture sample was provided for this lot and the defect of missing label. Through examination of the picture, one (1) shelf carton was observed with a missing label. All shelf carton labels are inspected for barcode readability. If a shelf carton does not have a label, the scanner cannot read the label and therefore, the shelf carton is rejected. Although the production history records could not identify an exact cause, it is most likely that this incident resulted from a deactivated scanner or an issue with reintroduction of a rejected shelf carton. Since the production history did not note any scanner deactivation issues, it is most probable the rejected shelf carton was reintroduced.

Event description:
It was reported that one bd posiflush¿ sp syringe label was missing its lot information, and another had double-printed label information that made it difficult to read. The following information was provided by the initial reporter: "lot.2312375 tore box=33sp lot.3039181 lot no missing = 1 sp, barcode defect= 1 sp, tore box= 62 sp, duplicate/double sticker lot =1sp lot.2327524 the product envelope torn.=1 sp."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd posiflush¿ sp syringe label was missing its lot information, and another had double-printed label information that made it difficult to read. The following information was provided by the initial reporter: "lot.2312375 tore box=33sp lot.3039181 lot no missing = 1 sp; barcode defect= 1 sp, tore box= 62 sp; duplicate/double sticker lot =1sp; lot.2327524 the product envelope torn.=1 sp."